Event description:
It was reported that at the user facility, the motor of the device was sparking. The user facility was not able to provide any further info.

Manufacturer narrative:
The alleged failure of sparking could not be duplicated during the device eval.